Event description:
There is no new information provided from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information and results of the final investigation. Please see correction to d8, and updates to h2, h6, and h11. The device was not returned to olympus for inspection; therefore, the reportable malfunction could not be confirmed. Based on the completed investigation, the root cause of the reported malfunction could not be definitively determined. However, it could be due to product quality issues, combined with possible static electricity or overcurrent from improper connection, external devices, or contamination at contact points, which may have caused temporary instability in the image output signal. The event can be detected/prevented by following the instructions for use: bf-170 series operation manual. Warnings and cautions: disappeared or frozen endoscopic image. 3.8 inspection of the endoscopic system. 5.2 troubleshooting guide. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a diagnostic electronic laryngoscope procedure, the broncovideoscope's screen flickered and blacked out. The procedure had to be delayed and was later completed with the same device. There was no report of patient/user injury.